Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer required emergency medical services as they experienced high blood glucose on an unknown date. Customer's blood glucose was 27 mmol/l. Customer stated blood glucose at the start of the call was 23 mmol/l. Customer treated high blood glucose event with insulin pen. Customer stated they had insulin flow blocked alarm post troubleshooting. The customer stated they felt chest heavy and breathing heavy too. Troubleshooting was done for high blood glucose event. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.